Event description:
The patient stated that over the past 2 weeks, 2 infusion tubings have broken at the luer connection. One separation was partial, the other was completely separated. She stated that, she was able to change the tubings on both occasions and her blood glucose was not affected. She stated that both tubings were 2 days old at the time of separation. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.